Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up and down arrow buttons were intermittently unresponsive, were "soft", and had a delayed rebound. The up arrow and down arrow had to be pressed multiple times "a certain way from the right side" to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.